Manufacturer narrative:
DHR review has completed for the lot in question and all the devices in the lot met all relevant requirements prior to release the device instructions for use includes a warning stating not to attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.

Event description:
During a procedure, the versacross rf wire tip was caught in the right atrium after it was introduced to the femoral vein through an introducer needle. The tip of the wire was damaged by the introducer needle while it was being retracted to direct it to the superior vena cava. A snare device was introduced to remove the device fragments from the patient under fluoroscopic guidance.